Event description:
On (B)(4), 2013, a patient that presented with a right popliteal aneurysm and was treated with a gore viabahn endoprostheses. It was reported to gore that on (B)(6), 2013, the patient presented with thrombosis of the viabahn stent graft. The patient was converted to open surgical repair.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
A review of the manufacturing records is currently in process. The device was not returned; consequently, a direct product analysis was not possible.